Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00363.

Event description:
It was reported that right coxarthrosis occurred. Patient underwent a revision of the insert for wear, and the stem for mobilization approximately 12 years after implantation. Due diligence is in progress for this complaint. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D10. Dural alpha insert neutr ii/36 item # 0100013.709 lot # 2533993. Biolox delta, ceramic femoral head, xl,36/+7, taper 12/14 item #00877503604 lot # 2499971. The product was not returned, but pictures were provided and a review of the pictures was performed. As from the received picture, the stem looks intact; little on growth bone is present on the surface. No visible traces of damage and wearing on the liner. The head it is possible to identify some metal smears on the surface facing the stem. A review of the device history records identified no deviations or anomalies during manufacturing. Review of manufacturing records show that all the requirements were met at the time of production. Therefore, the investigation did not identify a nonconformance related to the issue. With the available information a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.